Event description:
It was reported that the generator received a solid tone during the case when the system was activated. The case was able to be finished by means of a bovie with no patient consequence.